Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the battery cap was not returned with the pump; a test battery cap was used to complete investigation. A review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. The pump history showed no alarms outside normal patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No alarms occurred during testing. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for blood glucose levels up to 568 mg/dl with symptoms of lethargy, nausea, and vomiting. The reporter indicated being treated with intravenous insulin and fluids. The reporter stated that multiple attempts were made to restart the pump with multiple sites but blood glucose levels kept rising; the reporter indicated that the blood glucose was able to be controlled with injections. The reporter confirmed that the pump settings were correct in the pump. The reporter indicated that the patient¿s blood glucose levels did not respond with adjustments made to the basal by the health care provider. The pump history showed no evidence of alarms related to the event and indicated that all boluses were delivered as intended and completed. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with the allegation that the patient¿s blood glucose levels were not responding as anticipated with insulin delivery from the insulin pump.